Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies had failed. A field service engineer powered off the device and reseated the row board cable at the drawer module controller. After restarting the station and logging into the hardware test application, no drawers were detected. Ethernet and ip settings were verified to be correct. The comm sled was inspected and the aio (all in one) was found not properly seated on the docking station. Debris was removed from the electronic drawer, and a loose flex arm was secured. The station was powered off again, the aio was properly seated, and the device was powered back on. All drawers were detected in the hardware test application, a successful functionality test was performed, and the station was restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a multiple cubies failure and not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a multiple cubies failure and not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.